Manufacturer narrative:
Analysis found no anomaly. (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that the pump was underinfusing. It was reported that there were no environmental/external/patient factors that may have led or contributed to the issue that the manufacturing representative was aware of. It was noted that off label drug usage in the pump may have contributed to the underinfusion. A log of pump volumes dated from (B)(6) 2015-(B)(6) 2018 was provided and indicated that the expected reservoir volumes were lower than the actual residual volumes. There were no reported patient symptoms. It was reported that the pump was replaced on (B)(6) 2018. It was reported that the issue was resolved at the time of this report. The patient status at the time of this report was asked, but unknown. No further complications were reported and/or anticipated. Additional information was received. It was reported that the drugs in the pump contained baclofen in various concentrations/ dosing since implant 250mcg/ml to 500 mcg/ml, dosing between 24 mcg/day to 198mcg/day. Fentanyl 1500 mcg/ ml to 1650 mcg/ml, various dosing from 541 to 989.9 mcg/day. A very brief morphine exposure initially at 15mg/ml with up to 5.4 mg/day but only for a 5 month period very much immediately after implant. Hydromorphone was added to pump at 2mg/ml in (B)(6) 2014 up until explant. This was slowly increased to 9 mg/ml. Dosing ranged from 1 mg to 5.4 mg/day. It was reported that there were no symptoms of withdrawal, etc., but there was worry about early pump failure and because the patient often travelled out of the country, this was very worrisome. No further complications were reported and/or anticipated.